Manufacturer narrative:
B3-date of even tis estimated. D6b -date of explant is unknown. A4-patient weight is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received

Event description:
It was reported patients ipg was explanted and replaced with a competitor's device at an unknown date and unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.